Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 4152064. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Manufacturer narrative:
Correction: the as reported code has been corrected to "needle retraction failure" since it is the correct failure mode type.

Event description:
The as reported defect code is being corrected to "needle retraction failure".

Event description:
It was reported that bd insyte autog bc safety feature delay. The following information was provided by the initial reporter: clinician was unable to use the active safety button while IV catheter was still in the patient's vein. After pulling the needle out of the vein, they were able to safety the needle.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.